Event description:
A physician reported that during a cataract surgery, an ophthalmic blade was dull, having resistance in the third plane of the primary incision. Surgery was completed with the blade with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife with sheathing over blade, in a bag was received for the report of dull blade. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned opened sample was found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).